Event description:
Allegedly, patient underwent left thr on (B)(6) 2017 with a superpath technique. Patient complaining about groin pain and suing primary surgeon. Primary surgeon would not carry out a revision as all components are well fixed and aligned. Patient seeking revision with another surgeon. Additional information received on 03/22/2021 from distributor surgical specialties: adding incident description, date of revision 19 mar 2021, confirming head and stem were not revised and cup, liner and screws were revised with other manufacturer's components. Allegedly, revising surgeon reported cup malposition with leg length discrepancy and impingement. Components not revised: biolox delta femoral head / product ID: pha04408 / lot no.: 1703553. Profemur l classic femoral stem / product ID: phas5506 / lot no.: 1697533. (B)(6)- c1082